Manufacturer narrative:
This record is a non complaint. It was determined that from the good faith effort (gfe) that the complaint was created due to a device being lost and no malfunction was alleged. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, usability or performance of the device. Therefore, this record will be closed as a non-complaint.

Event description:
It has been reported to philips that tempus ls shows a "defibrillator pacing module" hardware failure" message on the screen during preventive maintenance for the pacer test. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.